Manufacturer narrative:
(B)(6). (B)(4). Investigation pending.

Event description:
The caller alleged a variance between the inratio inr results and the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: >7.5 and 6.1, laboratory inr: 2.8. Therapeutic range: 2.0 - 3.0. The inratio testing was performed back to back. The time between the inratio testing and the laboratory testing was four (4) hours. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. The strips associated with the complaint were not returned for investigation. The customer's complaint of unexpected high inr results was not replicated during in-house investigation. The retain strip testing on the returned monitor met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The returned meter met functional and thermistor testing requirements during investigation. The manufacturing records for the lot were reviewed and the lot met release specifications. The monitor memory was reviewed. The inratio inr results of 6.1 and >7.5 were not found on the reported date of occurrence. However, the customer's result of 6.1 and >7.5 were found on 05/15/2015. The impedance curves associated with these results were statistically analyzed and appeared normal in shape and did not exhibit characteristics of a weak slope change. There was no information that suggests a product deficiency. A root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.